Manufacturer narrative:
The reported complaint of intermittently reboots with alarms on the thermogard ivtm system (serial # (B)(4)) was confirmed during functional testing and during event log review. The investigation findings revealed of software errors from the thermogard console's display head. Therefore, the root cause of the reported event was due to a defective display head assembly. To remedy the intermittently reboot issue, the defective display head assembly was replaced. Unrelated to the reported complaint, worn white guide rollers on the thermogard ivtm system were observed during visual inspection. This type of physical damaged on the console was most likely attributed to wear and tear as a result of an aging device. The thermogard console was manufactured in april 2015 and it is 4 years old, well beyond the expected serviceable life of 3 years. During event log, multiple software error messages associated with the display head were identified on the event date. Thus, confirming the reported complaint. After part replacement, the thermogard console was evaluated and passed all the functional testing and it is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During routine maintenance, customer reported that the thermogard xp ivtm system (serial # (B)(4)) would alarms and randomly reboots. No patient involvement.